Event description:
A caller reported experiencing a power source alert. There was no reported impact to the customer¿s blood glucose level. The customer initially tried charging the pump by leaving it connected to a wall adapter for 30 minutes, but it did not work. However, connecting the charging cable to a wall adapter eventually resolved the issue, and no further assistance was needed.